Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain+pelvic heaviness +++, persisting') and uterine polyp ('uterus polyps') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhoea"), back pain ("lumbar pain+++"), uterine polyp (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), adenomyosis ("uterine adenomyosis+++ and adenomyosis of the uterine horns"), uterine cyst ("uterus with particularly large cysts"), asthenia ("asthenia"), psoriasis ("psoriasis"), eczema ("eczema"), musculoskeletal pain ("joint and muscle pain +++"), pharyngeal disorder ("otorhinolaryngology problems"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), memory impairment ("short-term memory disorder"), disturbance in attention ("attention disorders") and anxiety ("anxiety") and was found to have uterine leiomyoma ("uterine fibroma") and blood heavy metal increased ("blood nickel levels too high"). The patient was treated with surgery (conservative hysterectomy surgery + salpingectomy + removal of the cervix under laparoscopy and curettage surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, allergy to metals, back pain, blood heavy metal increased, psoriasis, eczema, musculoskeletal pain, pharyngeal disorder, ear disorder, nasal disorder, insomnia, allodynia, memory impairment, disturbance in attention and anxiety had not resolved and the menorrhagia, dysmenorrhoea, uterine polyp, metrorrhagia, adenomyosis, uterine cyst, uterine leiomyoma and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, allodynia, anxiety, asthenia, back pain, blood heavy metal increased, disturbance in attention, dysmenorrhoea, ear disorder, eczema, insomnia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, nasal disorder, pelvic pain, pharyngeal disorder, psoriasis, uterine cyst, uterine leiomyoma and uterine polyp with essure. The reporter commented: patient's current status: testing for nickel allergy, measurement of heavy metal levels in the blood. Pelvic magnetic resonance imaging, several abdominal and pelvic ultrasounds, multiple appointments with professionals such as gynaecologists, polyps curettage surgery, blood tests, x-rays, conservative hysterectomy surgery + salpingectomy + removal of the cervix under laparoscopy, hospitalisations, symptoms persist to this day diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - on an unknown date: nickel allergy. Blood test - on an unknown date: blood nickel levels too high. Ultrasound scan - on an unknown date: uterine adonemyosis+++ and adonemyosis of the uterine horns+++ with particularly large cysts, polyps, fibroma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain+pelvic heaviness, persisting') and uterine polyp ('uterus polyps') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhoea"), back pain ("lumbar pain"), uterine polyp (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), adenomyosis ("uterine adenomyosis and adenomyosis of the uterine horns"), uterine cyst ("uterus with particularly large cysts"), asthenia ("asthenia"), psoriasis ("psoriasis"), eczema ("eczema"), musculoskeletal pain ("joint and muscle pain +++"), pharyngeal disorder ("otorhinolaryngology problems"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), insomnia ("insomnia"), allodynia ("mechanical allodynia"), memory impairment ("short-term memory disorder"), disturbance in attention ("attention disorders") and anxiety ("anxiety") and was found to have uterine leiomyoma ("uterine fibroma") and blood heavy metal increased ("blood nickel levels too high"). The patient was treated with surgery (conservative hysterectomy surgery + salpingectomy + removal of the cervix under laparoscopy and curettage surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, allergy to metals, back pain, blood heavy metal increased, psoriasis, eczema, musculoskeletal pain, pharyngeal disorder, ear disorder, nasal disorder, insomnia, allodynia, memory impairment, disturbance in attention and anxiety had not resolved and the menorrhagia, dysmenorrhoea, uterine polyp, metrorrhagia, adenomyosis, uterine cyst, uterine leiomyoma and asthenia outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, allodynia, anxiety, asthenia, back pain, blood heavy metal increased, disturbance in attention, dysmenorrhoea, ear disorder, eczema, insomnia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, nasal disorder, pelvic pain, pharyngeal disorder, psoriasis, uterine cyst, uterine leiomyoma and uterine polyp with essure. The reporter commented: patient's current status: testing for nickel allergy, measurement of heavy metal levels in the blood. Pelvic magnetic resonance imaging, several abdominal and pelvic ultrasounds, multiple appointments with professionals such as gynaecologists, polyps curettage surgery, blood tests, x-rays, conservative hysterectomy surgery + salpingectomy + removal of the cervix under laparoscopy, hospitalisations, symptoms persist to this day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Allergy test - on an unknown date: nickel allergy. Blood test - on an unknown date: blood nickel levels too high. Ultrasound scan - on an unknown date: uterine adonemyosis and adonemyosis of the uterine horns with particularly large cysts, polyps, fibroma. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.